Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date the matrix locking cap construct jammed. Torque limiter optional techniques were tried to loosen the closure caps, but it was unsuccessful. The closure cap could not be moved. This report is for two unknown screws. This is report 5 of 6 for complaint (B)(4).

Manufacturer narrative:
Event date: unknown. This report is for two unknowns screws/unknown lots. Additional product codes: mnh, mni, kwq, kwp. An additional evaluation was completed: the screw was received intact. The screw have no effect on the locking cap issue. Device was used for treatment, not diagnosis. Placeholder.